Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Current control there is a 2 hourly in-process visual inspection for damaged components and functional test in place to check for catheter air-water leak test and flashback test to check any leak on the nexiva product assembly.

Event description:
It was reported that bd nexiva 24ga 0.75in y leaked patient was cannulated using 24g bd nexiva catheter where flashback obtained. Upon securing catheter using iv300 dressing , blood was noted seeping from catheter flashback tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.